Event description:
It was reported that during a minimally invasive spine procedure, a bur broke while in use. No device fragments entered the surgical site. Backup equipment was used to complete the procedure, without causing a clinically significant delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was not returned to the MFR for eval. A follow up report will be submitted if the product is returned, and if the investigation results require.